Manufacturer narrative:
A1: (B)(6). B5-the reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -9.50/3.5/136 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a same length lens due to lens rotation not associated to a low vault. This exchange resolved the problem. It was reported that the doctor implanted the same length lens for the replacement because he was concerned that the initial lens might have been damaged during implantation, however the suspicion was not confirmed. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -9.50/3.5/136 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Lens rotation not associated to a low vault was reported, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.